Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not able to hear at activation and that some channels were found to be in status hi. The patient was re-implanted on (B)(6) 2014. During this surgery it was discovered that the device was, reportedly, not defective, but was placed in the middle ear instead of the cochlea. The surgeon decided to implant a new device because he could not get a full insertion with the first one. No defects were visible on the explanted device.